Event description:
No additional information received. 10 cm (B)(4) that become hard when using it (does not slide well the plunger) which does not allow the correct administration of medication.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
It was reported that the bd plastipak¿ syringes plunger was difficult to move. The following was translated from spanish to english: 10 cm 2242566 that become hard when using it (does not slide well the plunger) which does not allow the correct administration of medication.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.